Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the customer had replaced the helium bottle with one that had been already used and was empty. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) did not register the helium properly. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10. The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported issue were noted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) did not register the helium properly. There was no patient harm and no adverse event was reported.